Event description:
Related manufacturer reference number: 2017865-2024-72740. It was reported that the patient presented to an implant procedure. During the procedure, the leadless pacemaker exhibited high capture threshold after fixation. A repositioning attempt was made, however. The leadless pacemaker prematurely separated from the delivery catheter and had to be removed from the patient's body as a result. The leadless pacemaker was then noted to have a stretched helix, and the tethers on the catheter were suspected to be misaligned. A new device and delivery catheter were used, and the new leadless pacemaker was successfully implanted. There were no patient consequences.